Manufacturer narrative:
The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: pain. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "I am having my textured silicone implants removed, due to many problems - pain and asymmetry being the major issues over 6 years. These symptoms have increasingly gotten worse." Device remains implanted. Right side.